Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.